Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 18514171.

Event description:
It was reported that the patients implantable pulse generator (ipg) was bothersome. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.